Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. In addition to the returned physical sample, one electronic image was provided for review. The image shows the device inserted via the right jugular vein and the quality of the radiograph does not permit comment on catheter integrity. Functional, gross visual, tactile and microscopic visual evaluations were performed. Two partial compound breaks were noted on the catheter. The edges of both compound breaks on the catheter were noted to be uneven and the surface appeared to be smooth and rough in both regions. Upon infusion, a leak from the compound breaks were observed. Aspiration was attempted but was unsuccessful. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified wear and deformation issues. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five years three months and thirteen days post port placement via the right vein, when the port system was attempted to be removed, the catheter was allegedly fractured near the vessel insertion site. It was further reported that the saline solution allegedly leaked near the insertion site. Reportedly, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that five years three months and thirteen days post port placement via the right vein, when the port system was attempted to be removed, the catheter was allegedly found to be damaged near the vessel insertion site. It was further reported that the saline solution allegedly leaked near the insertion site. Reportedly, the port system was removed. There was no reported patient injury.